Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra mini meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the issue began on (B)(6) 2018 at 4:00 am. He reported that he obtained an alleged inaccurately high result of ¿436 mg/dl¿. At 4:30 am, he then administered 5 units of humalog insulin in response to the result he obtained. He then retested 5 minutes later and obtained a blood glucose result of 320 mg/dl. Meter to feelings/normal results do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). He reported that because the results were high, at 5:35 am she administered 10 units of humalog insulin. He indicated that after 3 hours, he ¿felt sweaty and anxious¿. He retested again and obtained a blood glucose result of 40 mg/dl. It was not established during the call whether the patient received any treatment for his symptoms above and beyond her usual diabetes care and management routine. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The cca confirmed that the patient had been storing the test strips correctly and they were not expired. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.